Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary / bowel disfunction and urge incontinence. It was reported that at least a couple months ago they noticed that the therapy wasn't helping as much as it used to. Patient said that they had a couple hard falls in the last couple months and they were wondering if the stimulator could have dislodged. Agent asked if there had been any changes to the implant site or pain. Patient said no, there were no changes and that patient had always been very aware of where the implant was since they got it. During call patient was able to successfully connect with implant, therapy was on at 4.9 v. Patient said they didn't feel stimulation, patient began to increase stimulation but didn't feel any stimulation up at 7.4 v. They decided to turn stimulation to 5.5 v and will see if this increase helps even though patient didn't feel stimulation. Patient service (ps) reviewed information about settings/therapy and redirected patient to their healthcare provider (hcp). They not they don't have a managing hcp currently, ps sent hcp listing to patient. Patient said they have a urologist that they see that can request a manufacturing representative (rep) but they want an hcp that knows more about the implant. Ps walked patient through how to set up replacement handset (they said they had received a replacement handset because the handset wasn't working). On (B)(6)2025, the patient called back and mentioned that they've received the replacement for their external devices and just needs a hcp who is familiar with the ins. Agent sent the email and patient confirmed that they received it. Additional information was received from the patient. The patient reported that what likely caused or contributed to the issue was possibly a fall on-stage at a dance rehearsal sometime in (B)(6) of this year.